Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection it was found that the laser marks are damaged and not able to be read. Upon functional testing it was found that the teeth were still sharp and had no damage.

Event description:
On 02/17/2022 it was reported by a sales representative via sems that an ar-1226s reamer is dull. This was discovered during use in a procedure. The case was completed by using a second reamer.